Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed. Masimo recommends to "use only new, fully charged alkaline batteries". To prolong battery life, "turn device off between uses to conserve battery. Store without batteries." A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues prior to this reported event.

Manufacturer narrative:
Multiple attempts for product return have been made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow-up report will be submitted.

Event description:
It was reported the device's battery would only last one day. It was noted that the unit did not shutdown during use on a patient. There is no report of any patient impact or consequence as a result of the issue.